Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the patient who recently underwent generator replacement on (B)(6) 2016 had infection and so the lead and generator were removed on (B)(6) 2016. A review of device history records showed that both the lead and generator were sterilized prior to distribution.